Manufacturer narrative:
No phaco tip was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure he heard the occlusion bell and experienced poor aspiration. He exchanged the phacoemulsification tip from a 30 degree to a 45 degree and the procedure was completed. There was no harm to the patient. Additional information was requested; however, none has been received to date.